Manufacturer narrative:
(B)(4) (B)(6) . Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the surgeon was not holding the needle securely. The needle was loaded and fell out of the device. There was no patient injury or hazard. A new device was opened. No device fragment was left in the patient.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the incident description. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. However based on the incident description provided by the account, this condition may result when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle. Toggles may only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.